Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years due severe prosthetic mitral valve stenosis. Per the op report, the prosthetic valve had stiffened leaflets. No other details pertaining to the condition of the valve was documented. Of note, the patient was also found to have a large left atrial thrombus which "filled more than half of his left atrium." This was removed prior to the valve explant.

Manufacturer narrative:
(B)(4): stiffened leaflets. Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The op report documents that the prosthesis had stiffened leaflets. This most likely caused the reported stenosis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible at this time.